Manufacturer narrative:
Multiple attempts have been made to get add'l info but no customer response.

Event description:
The customer reported that the 840 ventilator had an inoperative screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphical user interface (gui) cable, running calibrations, extended self-test, short self-test and perform verification test, then exercising the vent for 48 hrs. Covidien not authorized to evaluate the device.